Event description:
Per independent repair center statement; the customer stated, the unit was noisy. The key failure was the compressor was noisy. Additional malfunctions included; a 4-way valve that wasn't switching, leaking sieve beds, a valve operator that was stuck, a leaking o-ring, a leaking hose clamp, a dirty pm kit, and a power switch that had no alarm.